Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The veritas console is not an implantable device. Section d6b - explant date: not applicable. The veritas console is not an implantable device; therefore, not explanted. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - telephone number:(B)(6). Section e1 - zip code: nn14 1qf section h3 - other (81): the system was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while using the veritas console, the surgeon had an unspecified injury with the patient which resulted in an unplanned vitrectomy. The patient has recovered and had an intraocular lens (iol) placed in the sulcus. The surgeon has not linked the issues with the product but wanted the event documented. No further information is available at this time.